Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent partial mesh explantation and left orchiectomy on (B)(6) 2018 during which the surgeon noted left spermatic cord was fibrotic and tense and the left testicle was undescended. The surgeon performed an orchiectomy and the mesh was partially excised. It was reported that the patient experienced severe pain, nausea, chills, loss of appetite and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/09/2021.